Event description:
A surgeon reported following a glaucoma device implantation, the shunt touched the iris. There was no harm reported to the patient. Additional information is not expected.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received, no lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, the shunt remains implanted. The condition of the product could not be verified. Additional information has been requested. No additional information is expected. (B)(4).